Manufacturer narrative:
The suspect computer was returned for analysis. Computer passed all testing with no problem found. Never saw slowness during testing. No further subsequent issues reported since the computer was replaced in the system.

Event description:
A medtronic representative reported a site's navigation system computer that becomes slow and unresponsive. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). Return requested. Replacement computer shipped to site 12/24/2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Device manufacture date provided.